Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/01/2015 with the following findings: the pump battery compartment was observed to be cracked along the side of the compartment. The pump battery cap was able to secure appropriately for testing. The pump was powered on and the display screen was noted to be dim and discolored with a reddish hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked and the display screen as dim and discolored. This report is made based on the results of evaluation completed on 09/01/2015.